Manufacturer narrative:
Philips service restarted the equipment and foot switch; issue improved. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the wireless foot switch showed a red wifi mark due to a connection fault on an allura xper fd20 or table. The clinical use of the system was unknown. There was no reported patient or user harm.